Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. During a system check with tandem customer technical support (cts), an occlusion at the cartridge was found with no alarm sounding. The customer indicated to cts that the pump would continued to be used to manage diabetes; however, the customer did not use it. The customer was hospitalized the next day ((B)(6) 2015) with a bg of 435 mg/dl and was treated with an unspecified intravenous fluid. The customer was discharged on (B)(6) 2015. The customer did not have a workable insulin backup method and cts advised the customer to contact a healthcare provider or the hospital to discuss an alternative backup method.